Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose and questioned why the pump delivered insulin, with review indicating the user manually announced multiple dinners without eating in an attempt to lower elevated glucose, which could affect dosing and algorithm performance. Symptoms included hypoglycemia with a reported glucose of 60 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included review of device data and user reports with troubleshooting and education provided. Investigation of this case revealed that extra insulin from meal announcements without food intake likely contributed to hypoglycemia and impacted algorithm behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.